Manufacturer narrative:
(B)(4). Batch # m93d5n. The analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure when the device was fired the clips were not formed when they were ejected from the device. An exact detail about how they were formed, and on which firing this occurred is unknown. There were no patient consequences reported.